Event description:
The surgeon put 6f gc (details unknown) and prowler 14 mc (details unknown) in place then decided to advance the orbit mini comp fill 3.5x7.5 (637mf3575/(B)(4)) but felt much resistance in the microcatheter. The coil was removed and it was noted that the blue symbol of the detachable coil delivery system cracked. The coil was removed together with the microcatheter. The surgeon had to change to same like coils (details unknown) to complete the surgery. The same microcatheter was used to complete the procedure. An adequate continuous flush was maintained through the microcatheter. The patient is fine now. There was no report on patient injury. There was no delay in the procedure due to the event. The patient had right middle cerebral artery aneurysm with size 4.2*3.2mm. The aneurysm diameter was 2.8mm without stenosis. Target access is femoralis.

Manufacturer narrative:
The surgeon put 6f gc (details unknown) and prowler 14 mc (details unknown) in place then decided to advance the orbit mini comp fill 3.5x7.5 (637mf3575/(B)(4)) but felt much resistance in the microcatheter. The coil was removed and it was noted that the blue symbol of the detachable coil delivery system cracked. The coil was removed together with the microcatheter. The surgeon had to change to same like coils (details unknown) to complete the surgery. The same microcatheter was used to complete the procedure. An adequate continuous flush was maintained through the microcatheter. The patient is fine now. There was no report on patient injury. There was no delay in the procedure due to the event. The patient had right middle cerebral artery aneurysm with size 4.2*3.2mm. The aneurysm diameter was 2.8mm without stenosis. Target access is femoralis. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. No lot information was provided, therefore a review of the manufacturing documentation could not be performed. No corrective actions will be taken at this time. Concomitant medical products and therapy dates: 6f gc (details unknown), orbit mini comp fill 3.5x7.5 (637mf3575/(B)(4)), same like coils (details unknown). This is an initial/final report. This is 1 of 2 reports associated with complaint # (B)(4).